Event description:
It was reported that this pacemaker system exhibited high impedances out of range on the non boston scientific right ventricular (rv) lead. The plan is to monitor until pacemaker explant. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high impedances out of range on the non boston scientific right ventricular (rv) lead. The plan is to monitor until pacemaker explant. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced due to normal battery depletion (nbd) and the non boston scientific right ventricular (rv) lead due to product performance issues. No additional adverse patient effects were reported.